Event description:
At about two months from primary, the patient came in reporting pain due to a shifted cup that occurred after the primary surgery. The surgeon revised the cup, screw, liner and head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 16 jan 2024. Lot 2339126: (B)(4) items manufactured and released on 11-03-2024. Expiration date: 2029-02-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.